Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that although surgical site nerve injury and other tissue injury are addressed in the ri cori knee user manual potential complications [500230 rev g], multiple pathophysiological processes could contribute to the various manifestations of the diagnosis based on clinical findings and/or exclusion, thereof. Therefore, a definitive clinical root cause of the reported event cannot be concluded; however, the procedure/device and patient factors/significant comorbidities cannot be ruled out as potential contributing factors to the ae. Patient impact beyond the reported causalgia of right lower limb cannot be determined based on the ecrf documentation; however, the patient may be at an increased risk of deconditioning and progression, albeit some cases of causalgia resolve spontaneously. The current patient outcome is reportedly recovering/resolving. A complaint history review was performed by part number, and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis. (Real intelligence cori for knee arthroplasty user manual 500230 rev g). The risk review could not be completed as no sufficient information was provided that relates the specific failure mode to the device. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors contributing to the reported problem may have been associated to the procedure/device and patient factors/significant comorbidities. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11: h3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, following a tka surgery performed on (B)(6) 2024, the patient developed causalgia involving the right lower limb, with onset of symptoms reported on (B)(6) 2024. The event was managed with physical therapy, and antibiotics. The patient¿s outcome is recovering, and the event is considered to be resolving.